Event description:
Reporter received a email from (B)(6) on november 29, 2023 stating "philips c-pap machine may catch fire and cause burns the FDA warns. Agency received reports of equipment overheating". She tried to contact philips to speak with a representative but has been unsuccessful. No reported adverse events.